Manufacturer narrative:
Supplemental being submitted per request of FDA to: select literature and/or study as report source in g2, update number of events in h1, and include a csv file and the articles as attachments.

Event description:
It was reported on (B)(6) 2025 that a clinical evaluation report stated there were adverse reactions post-operatively. The adverse reactions were: anastomotic leak, bleeding, and ileus/bowel obstruction. No treatment was reported. No additional information was received.

Manufacturer narrative:
The actual device was not available for review. Without receiving sterile devices from the same finish, the ethicon third party evaluation of the needle component, or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component, the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time. No product information was received therefore no device history review can be completed.

Manufacturer narrative:
Supplemental requested to include reference to literature. The reporter stated that there is no article website/link available as the article was never published. Therefore, no website/link can be provided. The article pdf provided by the reporter is attached for reference.